Manufacturer narrative:
The insulin pump alarmed during self-test and was unable to communicate with the test and blood glucose meter due faulty connector on remote frequency board. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called in to report a rf pic failed self-test error alarm. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and was informed to return the product for analysis.